Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of month that complaint was reported. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during an esophagogastrectomy the device deployed staples and the blade advanced a little bit and became stuck. The surgeon got it to advance a little bit and it got stuck again. The manual over ride did not work. There were no patient consequences reported. There is no additional information.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5d16w. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.